Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about a control knob not working sometimes. No patient involvement reported.

Manufacturer narrative:
There was no known patient involvement. Livanova (B)(4) manufactures the scp control panel. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about a control knob not working sometimes. No patient involvement reported.

Event description:
See initial report.

Manufacturer narrative:
H.10: no technical service has been scheduled yet at the customer's site. Moreover, it was not possible to clarify whether the customer despite the reported issue with the knob was still able to control the pump speed. Thus, conservatively this case remains reportable. The analysis of the complaint database did not reveal further reported issues related to this unit since its installation on the field (in 2018). Based on similar cases, the issue can be related to loose knob or to malfunction affecting pump speed control. If the knob is loose, it doesn't necessarily impact pump speed control. The user may experience some difficulties in knob rotation and still be able to regulate rpms. In case of pump speed control issue, the user would not be able to regulate rpms through knob rotation. Based on investigation for similar cases, the most likely root cause would be a shaft angle encoder failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.